Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with an unspecified battery condition. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an unspecified "battery/certification" condition was confirmed during product evaluation. The cause of the condition was a defective main battery that was swelling. The main battery was replaced to resolve the condition a follow-up report will be filed if any additional details become available.